Event description:
On (B)(6) 2009, a 25mm trifecta valve was implanted in a (B)(6) year old woman. On (B)(6) 2016, the patient presented at the hospital with unspecified structural valve deterioration. On (B)(6) 2016, the valve was explanted and replaced with a magna valve (size unknown). The patient was reported to have been discharged in good health. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
An event of structural valve deterioration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.